Event description:
A caller reported encountering a cartridge alarm 20 on two occasions while using their pump. The issue had no adverse impact on the customer's blood glucose level. Despite the pump being out of warranty, technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer showed interest in obtaining an out-of-warranty loaner pump and agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer consented to send insurance card pictures, which were requested through sms by technical support, and information was gathered for the psa team.